Manufacturer narrative:
This was a two-level implantation. Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7.

Event description:
It was reported that a patient with two m6-c devices and fusion was revised at one level. It was also reported that the device malfunctioned.